Manufacturer narrative:
Event summary: no product has been returned for investigation. This is a clinical issue encountered during the procedure. No products malfunction reported. In conclusion, no indication of product malfunction and the product was not returned.

Event description:
It was reported that during a cryoablation procedure, the patient experienced a pericardial effusion. The case was aborted and pericardiocentesis was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.